Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3 and h6. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6 as reported, a crack was found on the hub of a 5.2f n.i.h. 80cm super torque plus diagnostic catheter during preparation, and the device was not used. There was no reported patient injury. Additional information was requested but not provided. A non-sterile catheter cath f5.2+ n.i.h 80cm 4sh was received coiled inside a clear plastic bag. Visual inspection showed no apparent damage or anomalies on the returned components. Amplified imaging of the hub revealed a crack after syringe connection, with fatigue striations visible on the plastic material. These striations are characteristic of tensile stress extending beyond the material¿s elastic limit, indicating that the hub was subjected to a load exceeding its yield strength before failure. No evidence of manufacturing or assembly defects was observed, and all findings were consistent with expected component characteristics. The malfunction ¿luer hub ¿ cracked¿ was confirmed during product evaluation. The exact cause of the reported event cannot be found, however, handling factors may be a contributing factor as signs of mechanical stress were found during the evaluation. The current device labeling does not include specific warnings related to the user¿s experience. However, trained clinicians are expected to discontinue use of a damaged product. Given the low occurrence rate and reliance on professional handling, the current labeling and standard clinical training are considered adequate. Based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a crack was identified on the hub of a 5.2f n.i.h. 80cm super torque plus diagnostic catheter during preparation, and the device was not used. There was no reported patient injury. Additional information was requested but not provided. The device will be returned for evaluation.